Manufacturer narrative:
It was reported that an 86-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a soundstar® eco diagnostic ultrasound catheter and suffered cardiac tamponade and cardiac perforation requiring pericardiocentesis and surgical intervention. During an internal review on 9/10/2019, it was noticed that operator of device section d5 was omitted in error. Operator of device section d5 has been updated with health professional. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that an 86-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a soundstar® eco diagnostic ultrasound catheter and suffered cardiac tamponade and cardiac perforation requiring pericardiocentesis and surgical intervention. The investigational analysis completed 9/18/2019. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for erasable programmable read only memory (eeprom), carto 3, and sensor functionality. The catheter was recognized by carto 3 system. No error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Per the event, the catheter was tested for electrical performance and stockert compatibility. It was found to be within specifications. Deflection testing was performed and the catheter passed. Cool flow pump testing was performed and the catheter passed specifications. The customer complaint cannot be confirmed. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that an 86-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a soundstar® eco diagnostic ultrasound catheter and suffered cardiac tamponade and cardiac perforation requiring pericardiocentesis and surgical intervention. During an internal review on(B)(6)2019 , it was noticed that this complaint was submitted in error. The navistar® rmt thermocool® electrophysiology catheter is a concomitant product. Therefore this event was reported in error as this is not the suspected device for the patient event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, the physician believed that he had perforated while maneuvering the soundstar® eco diagnostic ultrasound catheter (cat # 10439072) in the right ventricle (rv). Correct suspected device was reported under report(B)(4). However, since it has already been reported to FDA, any additional updates received will continue to be reported. Biosense webster manufacturer's reference number pc-000513941 has two complaints that are related to the same incident. Reports (B)(4) and(B)(4) are related to this same incident. Manufacture reference no: pc-000513941.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03553 and 2029046-2019-03552 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that an 86-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a soundstar® eco diagnostic ultrasound catheter and suffered cardiac tamponade and cardiac perforation requiring pericardiocentesis and surgical intervention. During the mapping phase the patient became hypotensive, and cardiac tamponade was confirmed by ultrasound intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 1100 cc of fluid from the pericardial space. The patient was then transferred to the operating room for cardiothoracic surgery to repair the perforation. Extended hospitalization was required as a result of the adverse event for recovery from surgery. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician believed that he had perforated while maneuvering the soundstar catheter (cat # 10439072) in the right ventricle (rv). The cardiac thoracic (CT) surgeon noted a left ventricle (lv) apex perforation during surgery, but the electrophysiologist believed he may have mistaken it for an rv perforation which fits with his theory. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with a bayliss transseptal needle. Ablation was performed prior to the cardiac tamponade was confirmed. However, it was performed in a completely different area where the perforation occurred. There was no evidence of steam pop during the ablation. Standard thermocool irrigation settings were used. No error codes were displayed on any bwi equipment.